Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (850 mcg/ml, dose of 94 mcg) via an implantable pump for intractable spasticity. The patient's medical history includes kna, hypertension, copd, non-insulin independent diabetes. Information reported the catheter was broken causing the patient to receive the drug incorrectly. There were no reported environmental, external, or patient factors that may have led to the issue. No diagnostics or troubleshooting was performed. The catheter was replaced/revised on (B)(6) 2019. The issue was resolved at the time of this report. The patient's status was alive - no injury.